Manufacturer narrative:
(B)(4). The lot# was not provided therefore a DHR review could not be performed. The complaint sample was received without packaging and the device was observed during the visual inspection to have a hole. The reported defect was observed during the visual inspection, however the root cause of the defect is likely due to mishandling of the product. The IFU states not to stretch the tubing to remove condensation as damage or a malfunction may occur. The current manufacturing process is to perform a 100% leak test during the assembly process and 100% visual inspection in the packing area. Therefore any defects will be detected during this process.

Event description:
The customer alleges that the cannula had a pen size hole in the tubing. It had been on the patient for 12 days with the drug epoprostanol running through it. Another comfort flo plus was used on the patient. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cannula had a pen size hole in the tubing. It had been on the patient for 12 days with the drug epoprostanol running through it. Another comfort flo plus was used on the patient. No patient injury or consequence.